Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the mechanics were in poor condition and the device warmed during use. This was attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Device was returned for service. During service, the technician found the device overheating. The technician also noted the following, "the defect verified in visual, functions and speed test concluded that the adapter gets slightly warm when triggered by the engine and after applying some kind of pressure due to some internal parts being damaged possibly by incorrect cleaning performed on the adapter since we detected traces of liquid residue inside, causing wear of parts and causing the defect reported." This is report 1 of 1 for complaint #(B)(4).